Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The defibrillation conductor was distorted, there was blood/body fluid (not obstructed) on several conductors and the inner tubing was kinked/buckled. All insulators were breached cut, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and there was apparent explant damage.

Event description:
.

Event description:
It was reported that the lead was not capturing and the physician was not satisfied with the active lead numbers. The lead was explanted and replaced. No patient complications were reported as a result of this event.